Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Review of patient data provided revealed that based on the provided files there was no indication a malfunction of the laser occurred. The laser settings were per company recommended cut settings. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported trace corneal haze and corneal pocket folds observed on a patient's left eye at four months post presbyopic corneal inlay. Patient reported blurry vision, glare, and eye feeling tired or heavy. Reporter indicated the patient was placed on a tapered topical steroid eye drop dosage, and recommended to increased topical artificial tears. Surgeon stated he was unsure if the patient issues were related to the corneal inlay, or if the femtosecond laser was contributory.